Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Part: 04.018.225s, lot: l795401, manufacturing site: (B)(4), release to warehouse date: may 3, 2018, expiry date: april 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of one (1) multiloc humeral nail, three (3) unknown 4.5mm multiloc screws, one (1) unknown 3.5mm locking screw and two (2) unknown 4.0mm locking screws. It is unknown what was the reason for the removal of the devices. The procedure was successfully completed but it is unknown if there was a surgical delay. Patient status is unknown. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 3), screws: locking (part number unknown, lot unknown, quantity 3). This report involves one (1) 8.5mm ti multiloc humeral nail right/ cann/ 225mm-sterile. This is report 1 of 7 for (B)(4).